Manufacturer narrative:
The subject device is not available

Event description:
During the stent assisted coiling procedure, the subject guidewire was broken and a part was left in the carotid artery. Physician inflated balloon in the introducer sheath and pushed it all the way to remove the broken part. Both parts were removed successfully. There were no clinical consequences to the patient reported due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the synchro guidewire was examined and it was observed that the guidewire was returned in two fragments. The guidewire nitinol and core wire were separated. The core wire was protruding through the nitinol on proximal and distal separated section. The core wire was bent proximal and distal of its separated distal side. The guidewire was bent on its distal section. The proximal (junction) nitinol was partially stretched deformed. The guidewire polytetrafluoroethylene (ptfe) was peeled/scraped off on several places. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. No anomalies were observed with the hydrophilic coating. From the condition of the guidewire the functional evaluation could not be performed. It appears the device sustained damage during the clinical procedure based on the location of the bends, stretching and fracture of the guidewire. When the guidewire is bent, it has a higher potential of fracturing while being manipulated. Based on the location of the bends on both sides of the fracture site and the stretching, it appears that the guidewire was bent during advancement. Further manipulation of the bent wire likely resulted in the observed fracture. As a result, a probable cause of procedural factors was assigned to the as reported and as analyzed guidewire break and the other damages. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." However, the torque device was not returned with the guidewire and therefore the exact of the ptfe coating peeling could not be determined.

Event description:
During the stent assisted coiling procedure, the subject guidewire was broken and a part was left in the carotid artery. Physician inflated balloon in the introducer sheath and pushed it all the way to remove the broken part. Both parts were removed successfully. There were no clinical consequences to the patient reported due to the event.